Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 11/15/2014 with the following findings: visual inspection revealed that the keypad cover was torn, originating from the left side, through the area of the down arrow button; this device failure is unrelated to the reported issue, as this failure was reported to have occurred subsequently. Evaluation revealed that the contrast keypad button was unresponsive: the reported issue was duplicated. The keypad cover was removed, and evidence of contamination was found under all of the key contacts; this device failure directly caused the reported issue. The following findings are unrelated to the reported issue: the battery compartment was observed to be cracked from the case seal towards the thread area. The display screen visual was observed to be dim and discolored due to an unidentified display failure.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were over and under-responsive, and the contrast keypad button was under-responsive. Also, it was reported that the keypad was damaged subsequent to the change in responsiveness of the buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.